Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion (cfn) field service representative (fsr) went on-site to evaluate the suspect device and was unable to duplicate the reported issue and found the screen working appropriately.

Event description:
The customer reported no display while using the vela ventilator. The issue occurred during patient use. The customer reported the rt (respiratory therapist) was in the room at the time of the occurrence and noticed that the touch screen display on the suspect device has gone blank. The customer reported the suspect device was still ventilating the patient, just the blank screen. The customer reported the rt touched the screen and it did not light back up. The customer reported the patient was moved to another known good vent. At this time, there are no known reports of patient consequence associated with the event. Since taken out of service, the customer reported the screen is dark on each start up.